Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for foreign material could not be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the customer didn't immerse the endoscope in the detergent solution and didn't wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.